Event description:
The customer reported a log review for pca pump to check the restored programming. The medication was dilaudid 55 mg/5.5 ml and the intended programming was 0.1 mg every 8 minutes. The pca was started on (B)(6) 2014 at 10:37 am. After the syringe was changed on (B)(6) 2014 and restore was selected, the programming displayed as 0.7 mg every 8 minutes. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4); devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.